Manufacturer narrative:
Continued: this device is classified as import for export, therefore 510k is not applicable. There is a similar model available for sale in the united states eg29-i10c-us with a 510k # k190805. Continued: international medical device regulators forum (imdrf) adverse event reporting. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the asia pacific region involving pentax video gastroscope eg29-i10c sn: (B)(4). In the event reported by the user stated the image was foggy which was detected before use. There was no adverse event reported with this complaint. The device was received at pentax medical service facility and the device was repaired. Parts replaced. Distal end with tubes and cmos. Bending rubber. No additional information provided. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.